Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from etv clinical study, approximately 4 years and 2 months post implant of a 20mm sapien 3 valve in the aortic position, the patient underwent a post dilation due to paravalvular leak (pvl) that had progressively worsened over the years from mild-moderate at the 1-year mark, with no intervention, to moderate and then from moderate to moderately severe. The patient was experiencing dyspnea. After the post dilation, the pvl had reduced to mild on the post dilation echo prior to discharge. One month post dilation, the pvl had reduced further to trace.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from additional response from a follow up and an investigation update. The following sections of this report has been updated: per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from etv clinical study, approximately 4 years and 2 months post implant of a 20mm sapien 3 valve in the aortic position, the patient underwent a post dilation due to paravalvular leak (pvl) that had progressively worsened over the years from mild-moderate at the 1-year mark, with no intervention, to moderate and then from moderate to moderately severe. The patient was experiencing dyspnea. After the post dilation, the pvl had reduced to mild on the post dilation echo prior to discharge. One month post dilation, the pvl had reduced further to trace. Approximately 5 years post implantation of their valve the patient was seen for their final early tavr trial clinic visit which shows that the patient has done well without any new symptoms or problems. They do have continuing shortness of breath with exertion, possibly slightly worse when last seen in (B)(6) 2023. Fatigues remains the same, but just slight. However, they have not been taking their lasix and checking their weight consistently, so the physician discussed this as the potential cause of their shortness of breath, as this could be due to their weight gain and due to decreased activity over fall and winter months. The plan is to trial lasix 20mg daily for 3 days only. If there is improvement of their breathing after 3 days of lasix, the patient will contact that valve clinic and discuss this use of lasix to be taken as needed for weight gain, worsening shortness of breath, or swelling. Also, they should continue monitoring their weights daily throughout this trial.